Event description:
It was reported that the touchscreen of the pump was cracked or shattered, rendering the screen black and broken. There was no adverse impact to the customer¿s blood glucose level because no information regarding blood glucose value was provided. The customer reverted to an alternate method of insulin therapy.